Event description:
Same case as MDR ID#: 2134265-2011-02009. It was reported that in preparation for a percutaneous transluminal rotational atherectomy treatment procedure, a guide wire fracture occurred. The extra support rotawire guide wire was advanced across the lesion. During platforming of the rotablator rotalink plus 1.75mm burr outside of the patient, the guide wire fractured approximately 200cm from the distal tip. There was no difficulty removing the remainder of the guide wire. The rotablator rotalink plus 1.75mm burr was then used with another rotawire guide wire to complete the procedure. No patient complications were reported, and patient status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the unit was not returned by the customer; therefore, no product analysis could be performed. A DHR (device history record) review was performed and no deviation was found. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).